Event description:
It was reported that the instrument broke at the tip while performing a decompression on a patient. No patient injury was reported.

Manufacturer narrative:
(B) (4): the device was returned to the manufacturer for evaluation. Visual examination shows that the lower jaw is broken off from the catheter of the pivot pin forward. Microscopic examination discovered a fairly brittle fracture surface. Asymmetrical fracture surface suggests possible initial and secondary fracture sequence of lower shaft tangs.